Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that integrated circuit, designator u14, on the analog pcb assembly caused the reported issue. U14 had a solder ball attached to the end of it and caused it to intermittently short and deplete the hybrid layer capacitor (hlc) batteries. The customer received a replacement device.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.